Manufacturer narrative:
UDI= (B)(4). Investigation results: the ultraflex esophageal stent and the delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed, the shaft had a slight bend, and the deployment suture was wound around the catheter roughly 6 times at the distal end of the stent. During product analysis, it was not possible to deploy the stent by pulling on the pull ring. It was possible to deploy the crochet knots by manually pulling on the suture adjacent to the knot itself, indicating that knots in the suture crocheting were not the cause of the issue. No other issues were identified during the product analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. It is possible for the deployment suture to get wrapped around the shaft by getting looped over and around the distal end of the device; however, the number of times the suture is wrapped around the device suggests there may be another root cause. It could be possible for the deployment suture to wrap around the device shaft prior to threading the deployment suture through the skived side port of the device. Taking into consideration the evaluation during investigation and the details of the complaint, this investigation is assigned the most probable root cause classification of manufacturing.

Event description:
It was reported to boston scientific corporation on june 20, 2016 that an ultraflex esophageal stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a malignant stricture. Reportedly, the patient's anatomy had not been dilated prior to stent placement. According to the complainant, during the procedure, the stent could not be released. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex esophageal stent was partially deployed.